Manufacturer narrative:
The hospital supervisor of biomedical engineering called the solutions center and reported that a wall mounted m8003a mp40 intellivue pt monitor fell from its mount while the pt bed was being changed. It was reported that no one had touched the monitor. It was also reported that there was no pt or user incident/injury. A service order was created and a field service engineer (fse) went to the customer site to troubleshoot the issue. While on-site, the fse found that the hardware that secured the quick release mount to the monitor was loose. The fse also noted that the hardware securing the quick release mount to other similar monitors was also loose (to a lesser degree). The fse replaced the quick release mount on the monitor that had fallen from the mounting arm and forwarded it to the (B) (4) facility for eval. The quick release mount was evaluated and it was determined that the locking mechanism has been damaged. This issue is not being considered a device / hardware malfunction. The reported issue is most consistent with force being applied against the locking mechanism while the lock is engaged. No further investigation or action is warranted. (B) (4).

Event description:
The customer reported that a monitor fell off the mount and onto the floor.